Event description:
One touch ultra soft lancing device led to their developing a finger infection. The medical affairs specialist attempted to reach the patient by phone and left a voicemail message for the pt. A letter was also sent to the pt. The pt stated that use of the lancing device caused pain, brusing, redness, swelling, heat, and pulsing of the finger. They felt that the lancing device punctured too deeply. A doctor stated that the finger had an abcess. The pt, who works at a hosp, went to the or. Surgery was performed on the finger to drain the infection was also give antibiotics. Based on the information provided by the pt, there is an indication that the product contributed to their experiencing the injury of a finger infection and abcess, requiring medical intervention. The event meets the criteria for a medical device reportable as an adverse event. The lancets and lancing device were replaced.